Manufacturer narrative:
D4 expiration date: updated. D4 gtin: updated. H4 manufacturing date: updated. Due to the automated manufacturing execution system(mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information received indicated that the device was prepared for use as per the directions for use. The device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained for the duration of the procedure. The patient's anatomy was described as 'severely tortuous'. It was reported that 'as per the physician the subject got prematurely deployed inside the microcatheter and didn't open in the curved anatomy'. In addition, 'as per the physician the microcatheter had some resistance and we couldn't deploy the subject stent in the curved anatomy'. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that the subject stent was prematurely deployed inside the microcatheter and it didn't open in the curvy anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the subject stent was prematurely deployed inside the microcatheter and it didn¿t open in the curvy anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.